Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While the sheath was in the patient, blood backflow through the valve was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.